Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. Additionally it was reported that a power source alert occurred. Customer's blood glucose level was 140 mg/dl. Reportedly, the pump was able to be successfully charged.